Event description:
Philips received a complaint on the intellispace event mgmt platform (formerly emergin) indicating that the emergin server was out of order. The customer reported that the monitoring of the central station and telemetry was working, but the ascom beeps did not work. It was reported that a patient under an mx40 was found unconscious and was taken to the operating room at 4 a.m.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who indicated that the message "calls not available 172.31.3.40.5260, contact the technical server" appeared on the central station. The rse determined that the problem stemmed from the emergin hard disk, which is obsolete, so there was no part to repair the server. Based on the information available and the testing conducted, the cause of the reported problem was the emergin hard disk. The reported problem was confirmed. The customer was transitioned to careevent, since emergin is at the end of support. Section d the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).